Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited over-sensing noise and possible short ventricle pacing inhibition. No intervention was performed. The lead measurements were normal.